Event description:
A doctor reported that a memory lens iol implanted in a pt's left eye in 1999 was diagnosed as opacified in 2003. The pt has a pre-existing history of glaucoma. Visual acuity reported as 20/30 at a 2003 visit. Vitrectomy was performed during device explantation and replacement. Prognosis reported as good. No further info is available at this time.